Event description:
Dade-behring provides incorrect "curve-fit" instructions to technical service representatives & customers for semi quantative amphetamines determination. Resulted in a failure of a state proficiency test sample.